Event description:
It was reported the device reached end of life (eol) and there was a sudden depletion. The device battery voltage went from 3.04 volts to eol over approximately a three month period. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and analysis was inconclusive. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure but no lithium material near the cathode tab.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.